Event description:
It was reported that the patient started experiencing pain in the testicle as of (B)(6), when the patient had met with his physician and stimulation was turned up. Stimulation was decreased on group 3 and this corrected the problem. The patient then had some increased trips to the restroom, so the stimulation was turned back up last saturday and the patient felt a shock when the stimulation was turned on. It was also reported that the patient "jumped out of his chair" when the antenna was placed over the device. The patient had been in pain since. Additional information received reported that the patient was "cringing" with pain today but would not let changes be made with the patient programmer because of the jolt received last saturday. Further information received reported no malfunctions were noticed and the patient was sensitive to the therapy when the intensity was increased. No intervention was needed, as the patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v999673, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).